Event description:
The customer called to report frequent no delivery alarms when attempting to bolus. The customer then stated that she was hospitalized for diabetic ketoacidosis and a blood glucose reading of 1200 mg/dl. The customer did not feel safe using the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.